Event description:
The customer reported that the canopy has a zipper damaged and holes in the netting. There was no patient injury reported.

Manufacturer narrative:
Zipper damage and holes in netting - evaluation results: evaluation of the returned product shows that the top side has a 2 inch tear in the netting.